Manufacturer narrative:
The actual device was not available; however, pictures of the sample were provided for evaluation. Visual inspection of the provided photos did not allow identification of any specific defect that could explain the presence of air in the set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 20 minutes after starting treatment with a prismaflex m100 set, a "large amount" of air bubbles were observed in the venous return. It was reported and air leakage at the connection between the reinfusion end and the venous return occurred, causing the filter to coagulate. There was no patient injury or medical intervention associated with this event. No additional information is available.